Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix retracted and clogged with blood and tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.